Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a text message had been received from the patient overnight regarding a pump alarm. The pump had alerted the patient to a line occlusion. The patient had attempted to resolve the issue by changing the cassette and tubing, but these efforts had been ineffective. The patient had contacted the after-hours number and had been directed to the emergency room. Upon arrival, the patient had been admitted to the hospital and started on a peripheral intravenous line. According to the emergency room physician, the issue was likely related to the central line. The patient was reported to be stable at the time and indicated they would provide updates. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.